Manufacturer narrative:
D3 - mfg establishment name, h3 and h6. Codes: updated. Review of the complaint audit trail history showed that the customer initially reported that the unit does not change to "latched" when latch is closed. The device analysis reflects the investigation findings based on what was initially reported by the customer and the downstream occlusion (dso) seal missing. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the unit does not change to "latched" when latch is closed and there is a piece of the downstream occlusion (dso) seal missing" was confirmed through latch/lock test. The cause was flex sensor. Further investigation found lines in the liquid crystal display (lcd) screen and lifting dso seal. Replaced, latch/lock sensor, dso seal and lcd screen. Performed dso/upstream occlusion (uso) sensor calibration. The software was updated and the unit reset to standard configuration. The device passed testing criteria after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a piece of its downstream occlusion (dso) seal missing. There was no patient involvement.